Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. On the same day, it was reported that on the day of the event, around 05:30pm, the patient experienced loss of consciousness. When the parent took a fingerstick the cgm was reading 15.0 mmol/l and the blood glucose reading was 41.6 mmol/l. The parent contacted a hospital, and around 01:00am, an ambulance arrived at the patient´s home. A new fingerstick was taken and the cgm was reading 18.0 mmol/l, and the blood glucose reading was 41.6 mmol/l, and the patient was brought to the hospital. The patient arrived at the hospital around 02:00am, and when a fingerstick was taken the blood glucose reading was 41.6 mmol/l, no cgm reading was reported from that moment. The patient was treated by with intravenous insulin, antibiotics, and fluids. The patient stayed for a total of 5 days in the hospital. When the patient was discharged the cgm reading was 8.4 mmol/l, and the blood glucose reading was 8.4 mmol/l. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid when the patient lost consciousness. When the ambulance came and took a fingerstick, the reported glucose values fall within the b zone of the parkes error grid. When the patient arrived at the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient was discharged from the hospital, the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.